Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the mobile system. On (B)(4) 2013, clarification was provided that the compact plus system lot information if not available as the customer does not have the drum, it was used and disposed.

Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 22.5 mmol/l (mobile system) and 4.8 mmol/l (compact plus system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 22.5 mmol/l (mobile system) and 4.8 mmol/l (compact plus system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation. On (B)(4) 2013, clarification was provided that the compact plus system lot information if not available as the customer does not have the drum, it was used and disposed.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system.